Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided, but the best estimate date is during 2017. The device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number of the device was not provided. Dysphotopsia - (B)(6), explant. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a symfony intraocular lens (iol) was explanted due to the patient experiencing (B)(6) and (B)(6) dysphotopsia. Despite multiple attempts, the account commented that no additional information could be provided.